Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. An extended investigation was performed on the reported complaint and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported that replace sensor messages showing when sensor scanned with the librelink application. Attempts to reproduce the issue using similar configuration and was not able to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message upon scanning the adc device using librelink (phone model: unknown; os version: unknown). The customer was unable to obtain readings and experienced hypoglycemia with loss of consciousness, requiring treatment of oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message upon scanning the adc device using librelink (phone model: unknown; os version: unknown). The customer was unable to obtain readings and experienced hypoglycemia with loss of consciousness, requiring treatment of oral glucose. There was no report of death or permanent injury associated with this event.